Event description:
Pain medication needed post surgery was not being delivered to a pt due to the outlook 100 pump frequently displaying an empty bag alarm. The pt was in pain due to the treatment being delayed. The nurse had to frequently restart the pump

Manufacturer narrative:
The reported complaint was confirmed. Solenoid had overheated. Replaced solenoid #113007, left standoff #401542, right standoff #401543. Performed preventative maintenance service.